Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient received inappropriate therapy while hanging their jacket up after coming home. The patient went to the ER (emergency room) where it was found that the right ventricular (rv) lead exhibited high/undefined pacing impedances and oversensing. A possible lead fracture was suspected. The patient was admitted to the hospital where the physician decided to disable all device therapies and discuss with attending at a later time. The lead remains in use. No further patient complications have been reported as a result of this event.